Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre reader. Customer reported receiving an unspecified high reading while in a state of hypoglycemia. Customer experienced "feelings of numbness" and was treated with juice by non-hcp and self-presented to the emergency department of a hospital. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue was reported with the adc freestyle libre reader. Customer reported receiving an unspecified high reading while in a state of hypoglycemia. Customer experienced "feelings of numbness" and was treated with juice by non-hcp and self-presented to the emergency department of a hospital. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.